Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 6 freestyle libre sensors, all with unknown serial numbers. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that 5 adc devices failed to initiate after application. The customer additionally reported that by the time the 6th sensor was applied, customer experienced pain and discomfort at insertion site. However, there was no report of third-party intervention required. Based on the information provided, there was no report of serious injury associated with this event.